Event description:
Pediguard would not activate during case, surgeon was unable to use the instrument for its intended purpose. No harm to patient. Manufacturer response (as per reporter) for pedicale finder, pediguardthe manufacturer is planning to make arrangements to retrieve the device to evaluate why it did not function.